Manufacturer narrative:
Additional information: d10 g4, g7, h2, h3, h6. One rf disposable grounding pad was received for evaluation. Two images were submitted to product performance engineering. The images appear to show a burn. Functional testing was not possible due to the cable not being returned. The presence of a hair-like foreign material on the grounding pad, in addition to the event description, is consistent with placement of the grounding pad over hair. The rf disposable grounding pad instructions for use (IFU) warns ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿. A review of receiving inspection results for this lot number confirmed the product was manufactured according to specifications. Based on the information provided and the investigation performed, the cause of the reported event is unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2184149-2020-00189. During a cervical rf procedure, the patient experienced a burn at the grounding pad site. Prior to the placement of the grounding pad on the right lower back, the skin was not prepped. When the grounding pad was removed, a blistery burn was noted. The patient will be seeing a plastic surgeon next week. There were no performance issues with any abbott devices.